Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a pediatric patient (age & gender unknown), the device failed to capture the patient's heart rhythm and was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, a data printout of the customer's report was provided by the customer. The reported malfunction was observed during review of the visual data. Review of the provided data file does confirm the occurrence of lead fault and cable fault messages. However, without the device, accessories or the clinical data file, there was not enough evidence in the printout to do determine the cause of the reported incident. Analysis of reports of this type has not identified an increase in trend.